Manufacturer narrative:
Product complaint # (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: -was surgery delayed due to the reported event? Unknown, -was procedure successfully completed? Unknown, -were fragments generated? Unknown, -if yes, were they removed easily without additional intervention? Unknown, -patient status/ outcome / consequences , -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, -is the patient part of a clinical study unknown, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon's opinion of the possibility of the needle being retained in the patient? Are there any plans to continue searching for the needle inside the patient or any different post op treatment? Please explain. Was there any additional tissue damage as a result of searching for the needle? In what tissue was the surgeon operating when the needle detached? Were x-rays taken to locate the needle? What is the most current patient status? Please provide the lot number. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The needle came off the suture and was lost on the field. No adverse patient consequences were reported. Additional information was requested.